Event description:
Patient underwent revision surgery on (B)(6) 2013, during which the surgeon exchanged a helical blade from a short trochanteric fixation nail (tfn) system that had protruded medially and superiorly. The original blade was 105 mm and was replaced with a 90 mm blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. Nonconformance (B)(4) was written as a result of paint on the ends of the raw material bar stock. This paint is an identification method used by the raw material supplier to identify specific lots. The painted ends are removed during routine manufacturing steps and will not affect the finished product. The disposition of this nonconformance was to proceed with normal processing and inspection. No adverse affect on product. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.